Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received ongoing occlusion alarms. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. There was no information provided regarding the customer's blood glucose level.